Manufacturer narrative:
Concomitant medical products: product ID 3387-40, lot# j0443962v, implanted: (B)(6) 2004, product type: lead; product ID 3387-40, lot# j0443821v, implanted: (B)(6) 2004, product type: lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension; product ID 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension; product ID 7436, serial# (B)(4), product type: programmer, patient; product ID 64002, lot# n427061, implanted: (B)(6) 2014, product type: adapter. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) was being implanted on the day of the report along with an adaptor. The reporter noted out of range impedances and questioned the pocket adaptor or connection issues. There were four combinations on the right side that were over 4,000 ohms, the rest being within normal range, and the left side was all within normal range. It was determined that the programmed electrodes were consistent and good. It was determined that there was no current issue with connectivity or the pocket adaptor. Everything was good besides the impedance measurements.